Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure and failed battery alarm. Customer's blood glucose level was unknown at the time of incident. Customer reported they did hear the differences between the two audio beep volumes 1 and 5. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected failed battery test alarms noted during testing.